Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited noise on the right ventricular (rv) channel. The noise was oversensed and resulted in asystole that was greater than 2 seconds. The rv lead was surgically abandoned and replaced. The pacemaker remains in service. No additional adverse patient effects were reported.